Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a merlin.net transmission revealed high, out of range high voltage lead impedance in the svc vector. The measurement had been high since last year. The patient will be scheduled for a follow-up.